Manufacturer narrative:
A partial lead with the connector pin measuring 13.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Additional information noted decrease in sensing was also observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range pacing lead impedance and high capture threshold were observed. The patient was asymptomatic. Fluoroscopy did not detect an anomaly. The lead was capped and replaced. The patient condition is stable. The patient will be followed normally.